Event description:
Received pop mesh. Via da vinci robot. The mesh protruded through and eroded in my body. Caused ongoing severe medical life threatening injuries. The mesh was improperly placed by da vinci and surgeon. It has eroded as well. The material is toxic for humans body. Many massive infections throughout the body . Both fungal and bacterial partial removal . Need full removal. Pt codes: 2419, 1924, 1735, 1750. Device codes: 1214, 1670, 2682, 2616. Ref: mw5186466.